Event description:
Reportedly, during fu/implant the tablet completely went black. They had to restart it to reactivate the tablet. Also telemetry on the or is extremely corrupted by something... 15-20 times was needed to get a correct interrogation with cpr4. Please examine technical analysis: why did the tablet shut down. Any advise on how to get rid of the sensitivity of cpr4 is also welcome.